Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer provided pictures and among the causes of mucosal damage, it has been confirmed that this event does not correspond to the following conditions. Additionally, there was a crack in the tear-off line of the distal cover. However, the device was disposed of and not returned to the manufacture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the suggested event is likely due to the operation by the use. It is possible the event occurred due to the following: - the user operated suction with opening space of the scope distal end being close to mucosal surface, and mucosa was sucked in the cover. The scope was moved under that condition, as a result mucosa was injured by edge of the cover. - the cover was moved immediately after suctioning (mucosa remained sucked in the cover). As a result, mucosa was injured. However, the root cause of the event could not be identified. The event can be prevented by following the instructions for use which state: -see warning column in 4.4 of the tjf scope manual ¿take caution applying suction when the distal end is in contact with the mucosal surface. The suction can cause the distal end to aspirate the mucosal membrane. Moving or withdrawing the endoscope under this condition may cause patient injury and/or bleeding. This can be more common while degassing in the stomach, suctioning debris, and operating in a narrow lumen (e.g., esophagus, duodenum). To prevent patient injury and bleeding, make sure to: -only apply suction when the endoscope is stationary. -after releasing the suction valve, check the endoscopic image to confirm that the mucosal membrane is not aspirated before moving the endoscope. Releasing the suction valve might not immediately release the mucosal membrane if it becomes aspirated.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide an additional h6 hecc code for laceration.

Manufacturer narrative:
The suspect device has been discarded and will be returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
The customer reported that during an endoscopic retrograde cholangiopancreatography procedure, mucosal tissue of approximately 2 to 3 centimeters in length by 3 millimeters in width was noted on the single use distal cover. The doctor proceeded with verification of the tissue through esophagogastroduodenoscopy. A superficial breach was found and treated with hemostatic endoclip at the esophago-gastric passage. There was no further harm or user injury reported due to the event. The device was disposed by the customer. Case with patient identifier (B)(6) reports the evis exera ii duodenovideoscope.